Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device has not been returned to olympus medical systems corp. (Omsc), but was returned to olympus europa holding gmbh (oekg). The following were confirmed in the evaluation of the oekg. Scratches on the insertion tube. Loose instrument channel port. The last repair of the subject device was performed by olympus iberia s.a.u.(oib) in (B)(6)2018. It was before olympus implemented a measure to prevent loose instrument channel port. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that nine patients were infected with serratia marcescens and two patients were infected with enterobactor cloacae after procedures using the subject device. Nine out of eleven patients affected were oncology patients. For nine patients infected with serratia marcescens; they were reportedly infected between (B)(6) 2019. One patient was diagnosed and tested negative for pneumonia. Another patient received treatment during stay in the hospital due to the positive culture. No information was provided for the other 7 patients. For two patients infected with enterobactor cloacae: no treatment was necessary. The user facility had cleaned the subject device using an olympus single use cleaning brush (bw-15b) and reprocessed using an olympus automated endoscope reprocessor, mini etd (not available in the USA) with peracetic acid. Omsc is submitting eleven medical device reports according to the number of the infected patients. This is four of the eleven reports.